Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected battery power loss alarm during testing and no unexpected replace battery now.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that the insulin pump had replace battery now alarm. The blood glucose was 186 mg/dl at the time of the incident. The insulin pump shut off and the batteries were only lasting one day. Customer wake up and insulin pump was off and blood glucose was high. Troubleshooting steps were guided for replace battery now alarm. Customer did not receive a low battery alert prior to the replace battery now alarm. The replace battery now alarm occurred several times. Customer also received power loss alarm. Customer advised to replace the insulin pump. The insulin pump will be returned for analysis.